Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the pressure rated extension set broke and leaked at the distal end. The set was in use for 2 hrs.with a pressure limit on injector set at 300psig. It was reported that the pressure limit did not reached the limit before the event occurred. There was no report of patient harm. The event occurred in radiology.

Manufacturer narrative:
The customer¿s report that the pressure rated extension set broke and leaked was confirmed. Visual inspection showed a rupture in the tubing from the proximal end of the set. Contrast dye was observed within the tubing and on the exterior of the set. However, the event was not replicated during functional testing. The root cause of the customer¿s experience was not identified.

Event description:
The customer reported that the pressure rated extension set broke and leaked at the distal end. The set was in use for 2 hours with a pressure limit on the injector set at 300psig. It was reported that the pressure did not reached the limit before the event occurred. There was no report of patient harm. The event occurred in radiology.